Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and he traced the fault to the mains plug. The cable was found not to be properly inserted in the cord grip, and the live wire was pulled from its terminal. The issue was resolved by re-wiring the mains plug. Subsequent functional verification and electrical safety testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a heater cooler system 3t lost power as soon as the cardioplegia circuit was turned on during in-service. There was no patient involvement.